Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer didn't know her blood glucose level. Customer stated she was wearing workout pants on and she had the device in the front next to her skin. She was sweating profusely and its 105 degrees. She doesn't recall pressing the buttons. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and corroded battery tube.